Manufacturer narrative:
Upon receipt, the device could not be powered on and a visual inspection of the device the -ve terminal pogo pin was found to have failed. Under closer inspection it was determined that the spring of the pogo pin had failed, which had prevented the pin from springing back into position. Investigation determined failure of -ve pogo pin. The returned sam 300 is now outside of its warranty period and will be scrapped.

Event description:
Although no reported fault on intake, investigation shows a pogo pin malfunction with the device. No patient involvement.